Event description:
It was reported that a patient with parkinson¿s disease treated with a deep brain stimulation system experienced impedance problems with a deep brain stimulation extension. The impedance problems reportedly started with one segment and expanded to other segments and contacts. Multiple impedance tests were run. Reprogramming was performed by using a different contact. The extension remained implanted and in service, and the issue was not resolved at the time of the report. No patient complications were reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040 (serial:(B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.